Event description:
Experienced adverse effects immediately following uae. Subsequently diagnosed with fibromyalgia. Pt reported she has spent (B)(6) and is continues to be on a significant amount of pain medication.